Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and noise with oversensing. Device data revealed the patient had possible ventricular tachycardia (vt) and ventricular fibrillation (vf), as well. The cardiologist was consulted and considering a possible implantable cardioverter defibrillator (ICD) upgrade. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).